Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator (ICD) change procedure. Prior to procedure, it was noted that the left ventricular lead exhibited failure to capture. The left ventricular lead was capped and replaced on 15 february 2023. The patient was in stable condition.